Manufacturer narrative:
Device evaluation ¿ the suspect device was returned for evaluation. The complaint evaluation/investigation is not complete. A review of the device history record revealed no exception documents. Complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Evaluation method: device history record was reviewed, complaint database was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.

Event description:
The rotator broke during infusion with a 3f catheter. Pressure: 668 psi, flow: 4ml/s, volume: 20ml. No report of harm or injury.